Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use of the product, it got entangled with the patient's insides. The patient became aware that the complication was mesh related after undergoing a scan. The patient might end up with a stoma due to the complication. The patient have undergone numerous operations.